Manufacturer narrative:
(B)(4). No samples were returned for evaluation; therefore, the condition of the product could not be verified for the complaint of "did not cut". A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. The lot complaint history was reviewed; this is the 1st complaint for the reported lot number and the 1st for the reported event. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to products¿ acceptance criteria, the root cause for the reported complaint by the customer cannot be determined. Some potential causes are improper handling or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a knife did not make a cut during surgery. The procedure was completed by replacing the knife. There was no harm to the patient.